Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: the drill and the drill sleeve were found to be stuck with each other. The drill portion, outside the sleeve, showed heavy circular marks caused due the drill making contact with the sleeve edge under intense usage. After disassembling, the drill showed extensive signs of degradation. Around the middle, the drill was worn out, most likely due to constant interaction with the sleeve during rotation. Minimal clearance and misalignment of the drill may have led to such a situation. Generation of metal debris is also a possibility which may have added to the clogging and jamming of the devices. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, with the extent of damage, it can be ascertained that the root cause of the issue is user related. Drill getting stuck inside the sleeve is a direct result of excessive friction between the drill and the sleeve due to misalignment during use. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the drill and sleeve stuck during drilling."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the drill and sleeve stuck during drilling".